Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer related to the reported issue. During troubleshooting with tandem technical support the error was cleared and a new cgm session was able to be started.